Event description:
It was reported that the 9800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.